Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error and no delivery. The caller stated that while the customer was changing the reservoir they noticed that it was very hard for them to twist the reservoir. Then, the motor error sounded and the insulin pump reset itself. The customer's blood glucose was 84 mg/dl. The customer does not use the sensor feature. They were unable to rewind the device. The caller stated that the insulin pump was put on a conveyor belt at the airport in february. Troubleshooting for the no delivery alarm was not performed because the customer was on backup plan. The discontinuation of the device was advised. Nothing further was reported.